Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to visualization of black particles. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the ds2adv auto CPAP device. The patient has alleged to visualization of black particles. There was no report of serious patient harm or injury.there was no medical intervention required by the patient.repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h updated in this report.